Manufacturer narrative:
(B)(4).

Event description:
A customer in (B)(6) reported an external fluid leak from the bottom of a polyflux 140 h that occurred during treatment. The treatment was discontinued to exchange the ¿kit¿, no further clarification was provided. The exact date of the event is unknown therefore the date of the event is an estimated date.